Manufacturer narrative:
(B)(4). No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During a device replacement procedure, fluoroscopy was performed and it was noted that the right ventricular lead had externalized conductors. The electrical measurements were stable and in range. The lead was capped and replaced and the patient was stable.